Manufacturer narrative:
Product analysis #703815521:analysis information -- 2020-10-19 14:39:38 cst pli# 10 product ID# 97712 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a man ufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The patient was having charging issues and due to covid-19, he was unable to make it into the office to report the issue. There were no known factors occurred that could have contributed to the issue. The rep attempted a trickle charge, but the patient didn¿t have the time to continue the needed duration. Another attempt will be made soon. No further complications were reported. Additional information was received from the rep and it was reported that the ins wouldn't urn on and went into overdischarge. Physician recharge modes (prms) were performed but the ins wasn't working. Several more prms were attempted and the ins still wasn't working. The patient's healthcare provider (hcp) will replace the ins with intellis on (B)(6) 2020.

Event description:
Additional information received from the manufacturer representative reported that the replacement device solved the issue as the problem was a dead battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.